Event description:
A male pt had a two centimeters renal aneurysm, the physician was going to embolized with detachable coils and then, when the physician start the procedure with the first catheter, the physician felt resistance, and pulled back the coil and then he used another coil, but he still felt resistance; so, the physician change the catheter to a prowler catheter, and it was successful for eight coils but at the nine coil, he felt resistance again, but finish detaching the coil. Then, on the tenth coil began to feel resistance, so the coil and catheter were pulled back, but while pulling back the coil detach part in the aneurysm and the other part on the catheter. The physician removed the entire coil successfully with a snare device. There was no pt injury reported.

Manufacturer narrative:
Additional info indicated that all the products were prep per (IFU) instruction for use. There were no damages noticed on the microcatheter, delivery systems or coils that had the resistance friction. A constant flush was maintained at all times, and all IFU guideline were followed at all times. Other than the premature detachment, after the products were removed from the pt, no other damages were noticed on any part of the device. During the procedure, the coil or coil delivery system were not utilized like a guidewire, leaving the coil in the aneurysm, while positioning the microcatheter. Prior to shipping, no other issues were noted with any part of the products being returned. Additional info will be submitted within 30 days of receipt.